Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were high impedance values at electrode 3 between 14,000-17,000 ohms while testing against the case and other contacts. It was noted that this occurred after implantation and connection to the implantable neurostimulator. It was reported that there was no abnormal manipulation while handling the electrode and other error sources such as the extension and connectors "could be eliminated". It was noted that the surgeon wanted to "track back electrode manufacturing". The reporter stated that the electrode contact would probably have no therapeutic relevance, would not be used, and "maybe the impedance would also decrease" after the first post-operative days. It was noted that there were no symptoms related to the event and the patient suffered no injury or adverse event. A month later, it was reported that the high impedances did not resolve, the electrode was excluded from programming, and the patient "was ok". A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical device: product ID: 3387-40, lot#: 0206342323, implanted: (B)(6) 2012, product type: lead. (B)(4).